Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an endoscopic coronary artery bypass grafting (CABG) procedure, the clips were not well closed. The surgeon assumes that this is due to the pressure on the shaft during this type of procedures. He thinks that by applying pressure on the shaft, the clips are coming out not well formed. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.